Event description:
It was reported the patient's pacemaker was found to be in back-up mode. Technical services was contacted and the device was returned to normal function. The patient condition was fine and there were no adverse consequences reported.

Manufacturer narrative:
(B)(4).